Event description:
This is a report of a home patient (hp) with a leak from their transfer set, touch contamination, and peritonitis. It was reported that the hp's transfer set came loose during the night causing touch contamination, which led to peritonitis. The hp was not hospitalized for the peritonitis. At the time of this report, the hp was on antibiotics (type, dose and frequency not reported) and the peritonitis was ongoing but improving. Peritoneal dialysis therapy was ongoing. The hp has been retrained on proper aseptic technique. Additional information was requested but not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). A sample was not available for evaluation. Therefore, the reported condition could not be confirmed and a cause could not be identified. Since the lot number is unknown, no batch review will be performed. If any further relevant information becomes available, a supplemental medwatch will be filed.